Manufacturer narrative:
According to the received information from the field, the recipient experienced temporarily hearing interruptions. Latest in-situ measurements showed several channels affected from high impedance as well as fluctuating impedance measurements when pressure was applied. Further, previously, starting in october 2018, in-situ measurements could not be obtained as no communication with the implant was possible. Therefore it is assumed that the device is no longer working within specification. In addition, also unrelated medical /clinical problems, namely repeated middle ear infections including discharge and an eardrum repair surgery, as well as the user_s personal condition, i.e. Recipient was reported to have autism, may have contributed to the reported issue. Hence, the current available information does not allow determining a root cause for the reported problem. As per latest information, the recipients hearing perception is stable and no more interruptions were reported. Despite requested, currently no further information has been received from the field.

Event description:
The user reported on the 10th april, 2019 for a fitting after failed implant measurement last october. As per new information received, the user had an eardrum repair surgery 2-3 years ago because the eardrum was punctured when the user was taking a batch. The recipient had many middle ear infections before and after this eardrum repair surgery. Every 4 months he had a middle ear infection including drainage from the implanted ear. In last year there was neither ear infection nor drainage. The hearing interruptions started after the eardrum repair surgery. Currently the hearing perception is stable and the recipient does not experience interruptions or omissions as reported by the caretakers (parents). The user suffers from autism is therefore not a good reporter.

Manufacturer narrative:
Additional information: according to information received, the recipient is no longer benefiting from the device. In situ measurements received from the field point to a technical implant failure e.g. Broken substrate or moisture issue. In addition in situ measurements in 2019 showed several channels affected from high impedance as well as fluctuating impedance measurements when pressure was applied. Further, previously, starting in (B)(6) 2018, in-situ measurements could not be obtained as no communication with the implant was possible. Also unrelated medical /clinical problems, namely repeated middle ear infections including discharge and an eardrum repair surgery, as well as the user_s personal condition, i.e. Recipient was reported to have autism, may have contributed to the reported issue. In addition a complete insertion was not achieved at implantation surgery. According to the implant registration card three channels were left extra-cochlea. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported in april 2019 for a fitting after failed implant measurement the previous october (2018). In situ testing showed inconsistent results. The audiologist suspected at that time an air bubble over the ground electrode to have caused the issue. The user had some speech perception including ling sounds as well as speech development. However, per information on (B)(6) 2021 the user could no longer hear with the device. Re-implantation was considered for (B)(6) 2022, however no further information could be gathered.

Event description:
The user presented for a fitting in (B)(6) 2019 after failed implant measurement the previous october (2018). The audiologist suspected at that time an air bubble over the ground electrode to have caused the issue. The user had some speech perception including ling sounds as well as speech development. However, per information on 03-dec-2021 the user could no longer hear with the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. According to the implant registration card three channels were left extra-cochlea. In addition four additional channels migrated out of cochlea as confirmed during explantation surgery. Further damage to the active electrode caused by device minute mobility was found. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported on the (B)(6) 2019 for a fitting after failed implant measurement last (B)(6). The user has some speech perception including ling sounds as well as speech development but may be a little autistic.